Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The patient¿s mother stated that the cgm value was 190 mg/dl; however, the bg was over 600 mg/dl. The patient did not receive an alert but complained of chest pain, she was rubbing her chest and complained of diabetic ketoacidosis. (Dka) symptoms. The patient¿s ketones were checked; results were moderate to large. A blood glucose was checked and was over 600. The patient is hyper-aware which is why the blood glucose was checked. The mother spoke with the patient¿s physician who stated that the patient could be managed at home. The patient received insulin injections in conjunction with the tandem pump and nausea medication for three days until the dka resolved. At the time of contact, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.